Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The patient notifier self-test was performed, and the notifier was observed to function normally. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
The patient did not feel the vibratory alert when it was purposefully activated during a follow-up. The device was explanted and replaced.